Event description:
A home pt's (hp) family member contacted baxter's technical service center (tsc) regarding a system error 2240 alarm received during the initial drain cycle of the hp's automated peritoneal dialysis therapy. Reportedly, the hp started the initial drain cycle prior to connecting the transfer set to the pt line of the homechoice set. After noting this, they connected themselves to the setup and received the system error 2240 alarm. Baxter's tsc assisted the hp's family member to end the therapy early. The hp contacted their nurse to inform them of the alarm situation, and the nurse advised the hp to contact them if they began experiencing any of the symptoms of peritonitis. Per the hp, they began having stomach cramps so they administered tobramycin, intraperitoneal, from their emergency kit at home, and did not report the symptoms to their nurse. The nurse followed up with the hp after baxter informed them of the hp's actions. The nurse advised the pt to come to the unit so that an effluent culture could be performed. The nurse indicated that the hp had stomach cramping often as they are an avid pepper eater. The hp's effluent has cultured negative on several occasions after the pt had complained of stomach cramps. No further medical intervention has been initiated to date.